Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed rs- conductor coil was fractured 45 millimeters (mm) from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise which was oversensed. Pacing was inhibited for one to two beats, however, the patient had an underlying junctional rhythm. The lead was successfully explanted. During the procedure it was noted that the inner anode coil was moving. There was a concern the lead fractured near the sub-clavian. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has not been returned for analysis. This report will be updated should additional information become available.